Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During and after the first fitting the user's reaction to stimulation was good. However, the mother noticed that her child began recently removing the audio processor.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but was lost in the clinic.

Event description:
During and after the first fitting the user's reaction to stimulation was good. However, the mother noticed that her child began recently removing the audio processor. The child refuses to wear the audio processor due to experiencing some noise. The user was re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
During and after the first fitting the user's reaction to stimulation was good. However, the mother noticed that her child began recently removing the audio processor. Furthermore, the child denies to wear the audio processor because the user was experiencing some noise.